Event description:
On september 16, 2024 dkk was informed that the user facility submitted the medwatch form for cracksin surgical light heads. On september 21, dkk confirmed that there was no patient involvement.